Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported high impedances on dbs patient's right lead during the right-side ipg placement on (B)(6) 2019. The physician attempted to readjust the lead to alleviate the impedances, but without success. A new extension was tried but was also unsuccessful in clearing the high impedance. The physician decided to leave the lead in place. As a result, the patient will be programmed on a later date and impedances will be checked at that time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the issue was resolved with reprogramming.